Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
The fracture around a corail stem after the primary surgery was reported in workshop for the employee on (B)(6) 2020. The surgery for the fracture was performed by fastening with a poly wire a few years ago. The tha implants were remained. The date of primary surgery, date of the surgery for the fracture and implant¿s detail information were unknown. No further information is available.